Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
It was reported that during a biceps tendon fixation the device migrated out of the drillhole during tightening. No part of the device broke off inside the patient and the device was completely removed from the patient. According to the surgeon no harm for patient, operator or third party occurred. The surgery was finished successfully with a different device (ar-1927bcf-3). It was not necessary to switch the surgical technique or do a second surgery. Update 28-apr-2021: it was confirmed that no new hole was drilled. The existing hole was used and enlarged for the new anchor.

Manufacturer narrative:
Complaint confirmed. One unpackaged ar-3632sp fibertak inserter was received for investigation, along with four pieces of suturetape. The c11914-04 anchor sheath, however, was not present amidst the returned pieces of suture. No breakage or surface damage was noted to the fibertak inserter. Both prongs at the tip were present and undamaged. The thickness of the distal tip was assessed and identified to fall within design tolerance. Two pieces of the c12767-23 white/blue suturetape were returned, as well as two pieces of the c12767-25 white/black suturetape. No breakage was noted to the remainder of the sutures, either, apart from the missing anchor sheath. For this reason, the root cause of the event remains undetermined. It was noted that the method of bone preparation employed during the procedure, as well as the bone quality encountered, were not recorded. As such, the most probable cause can be linked to improper bone preparation and/or an inadequate anchor size selection for use with the bone that was present.